Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the latch sensor was loose which resulted in latch sensor light to be off. A field service engineer reassembled latch sensor. Fse then rebooted device and latch sensor light turned back on. Customer successfully recovered full height cubie drawer and verified no other issues were found and no debris were found after back panel removal. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was failed. Customer tried restarting and tried manually opening drawer to look for blockage, but the issue still persists. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.